Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion which was not reproduced but confirmed during evaluation. It was determined to be caused by the downstream sensor being out of specification due to excessive shimming. The downstream pressure plate gap was also found to be out of specification. The downstream pusher was reworked to correct this condition.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.